Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the pin of the a2114 mayfield infinity xr2 skull clamp does not lock into place which in turn does not properly swerve the patient's head. The two pieces can be pulled apart when it should be locked. There was no known patient impact or delay in surgery.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The unit was received with the left and right pawls cracked and were no longer securing the ratchet arm extension. Additionally, the unit was received without the pedi rocker arm or suitcase. The device history record (DHR) review was unable to be completed as the provided serial number (xr120124) does not appear to be a valid integra identification number for product a2114. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed via inspection of the unit.